Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the base of the cap (large) was broken several days after placement. The device was taped. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number is unknown. Investigation summary: one 20 fr ponsky peg dual port feeding tube bifurcation adaptor was returned for evaluation. The larger cap was received detached from the adaptor and had a piece of string threaded through the strap. When viewed under magnification, the break surface of the strap was noted to be jagged. Based on these findings, the investigation is confirmed for the reported cap detachment. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include material fatigue and tension on the strap/cap. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the base of the cap (large) was broken several days after placement. The device was taped. There was no reported patient injury.